Manufacturer narrative:
The lead was damaged during laser extraction and was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. The lead was noted to have moved and an insulation breach was noted due to clavicular crush and was confirmed through x-ray. The system was explanted, however, a new system was not implanted due to improved patient condition. No additional adverse patient effects were reported.